Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01501. This report is being submitted as additional information. The product serial number was not provided and the manufacture date could not be determined. The product serial number was not provided and expiration date could not be determined. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported no external power event, however, a specific cause could not be conclusively determined through this evaluation. A no external power event was captured on (B)(6) 2018 while the system was connected to an mpu. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mobile power unit (mpu), the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The event resolved when the system was reconnected to external power. The serial number was not provided by the account and the device was not returned for evaluation. Despite multiple requests, no further information was provided. The patient remains ongoing and no further related issues have been reported at this time. The heartmate ii left ventricular assist system instruction for use and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient¿s lvad system was producing low flow alarms. The lvad system log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated from (B)(6) 2018 to (B)(6) 2018 and observed a no external power alarm that may have been due to the ac power cable coming loose from the mpu. Additional information was requested but not provided.